Event description:
Voluntary medwatch received stated that the patient presented with under-sensing of an atrial fibrillation episode exhibited by the right atrial lead. The lead also exhibited inappropriate capture, where atrial pacing signals were present on both the right ventricular and left ventricular channels, but not sensed by the device. No adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Reference: voluntary medwatch report # mw5157672.